Event description:
A customer reported to baxter corporate product surveillance a microbore catheter extension set in which restricted flow was observed. According to the report, the facility recently started a trial with the one-link product. The CT department observed that the microbore extension set is "maxing out" at 4ml/s at 300psi. The reporter clarified that "maxing out" meant that the machine read the pressure was too high, and would not allow for further delivery to the patient. According to the report, the CT staff had to bring the rate down to 3ml/s to continue infusion. The CT department indicated that when just the one-link luer activated device is used, no issues are observed. The reporter indicated that the department uses ultravist contrast solution. The solution is not warmed prior to use. The CT department used max plus prior to the one-link trial. The CT department indicated that they are stopping the trial. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A companion sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: a companion sample was received for evaluation. The customer's reported problem was not confirmed during product evaluation; a root cause could not be identified.